Event description:
The ICD involved in this MDR report was implanted on (B) (4) 2010. Upon interrogation, the ICD embedded software upgrade was performed as specified. After the software upgrade, the battery voltage value disappeared from the overview screen. Re-interrogation of the ICD did not solve the issue: the battery voltage was still missing.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.